Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jan-2026. Investigation summary : bd received 6 samples for investigation, and a visual examination of the six returned samples did not show any signs of damaged tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 4 of 4: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing and blood leaked leading to insufficient specimen. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing and blood leaked leading to insufficient specimen. The sample was recollected. There was no other health impact or consequences reported.